Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the incision area got infected a week after the implant surgery on (B)(6) 2016. The patient stated that it had been healing but it was a slow process. The patient stated that the manufacturer representative working with them had been very good at helping them. The patient had been on medication to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.